Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Primary surgical notes indicate the patient underwent left tka due to degenerative arthritis. The notes state that the tibial component was press-fit and not cemented. Excellent stability, range of motion, and patellar tracking were noted with the final implants. No complications were noted during the primary surgery. Operative notes from the revision surgery indicated that visually there did not appear to be significant bonding between the implant and bone medially. The component was noted to be removed easily and no ingrowth was noted on the medial surface. The root cause of the tibial loosening is related to FDA recall z-1266-2015 as previously reported.

Manufacturer narrative:
A visual inspection of the device revealed the tibial plate has one post cut off and foreign material present in the trabecular metal. Reivew of device history records found no deviations or anomalies that would cause or contribute to the reported event. Complaint history search to date found no other reports received for this part and lot combination. The root cause of the tibial loosening remains as previously reported.

Manufacturer narrative:
(B)(4). Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient was revised due to a loose tibial component.